Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 400 mg/dl. The customer treated the high blood glucose readings with syringe. The customer stated that a no delivery alarm occurred during bolus. The customer was advised of the causes of possible no delivery alarm. The customer stated that the alarm was resolved by a complete set change. The customer stated that the alarm did not occur during manual prime. The customer was unable to troubleshoot. The customer declined to troubleshoot with the current set change. The customer will return the set and reservoir for analysis. The customer was unable to troubleshoot during the time of call. The customer will be sent replacement sets.